Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Customer called in requesting to know what e-5 meant. The e-5 error occurred when the blood sample was absorbed. Informed customer that it is due to a test strip error or that his blood sugar could be above 600mg/dl. As soon as we informed the customer it could be above 600mg/dl customer states, that's it. Asked customer if he had any symptoms of high blood sugar as I listed them customer states he has frequent urination, excessive thirst, and feels tired. Instructed customer to call 911 and seek medical attention. Informed customer we would call him back tomorrow.